Event description:
Tandem mobi pump gave an occlusion alarm & would not deliver insulin. There was nothing wrong with the insulin site. Due to the pump giving this alarm, it would not deliver insulin which resulted in my blood sugar level being extremely high.